Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed, based on the customer report. The assignable cause is determined to be user error because the patient reported having a clamp open on an unused supply line during therapy, which is a use error that can cause system error 2240 alarms. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 3 of 4 on the home choice (hc). The home patient (hp) checked the lines and bags and found that the clamp on the unused line was open. The technical service representative (tsr) instructed the hp to close all the clamps and cycle the power off/on to clear the se 2240 followed by the se 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and removed the cassette. The hp would notify the peritoneal dialysis nurse (pdn) of the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.